Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, this complaint (B)(4) will have to be invalidated and the information consolidated with (B)(4), as the reported event is one event and not two. Therefore, (B)(4) is a duplicate complaint of (B)(4). Given this information, this medwatch is being voided.

Event description:
Upon reassessment of the reported event, this complaint (B)(4), will have to be invalidated and the information consolidated with (B)(4), as the reported event is one event and not two. Therefore, (B)(4) is a duplicate complaint of (B)(4). Given this information, this medwatch is being voided.

Manufacturer narrative:
(B)(4). Cerasul, alpha insert, ii/28 item#(B)(4), lot#2283596. Foreign ¿ ¿germany.¿ multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00172. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 15 years from initial implantation inlay has dislocated from the optically undamaged polyethylene bearing, which caused luxated ceramic sliding surface and the stem taper and the resulting metallosis. Revision surgery was performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.